Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she was unable to fill the reservoir and remove the plunger rod. Customer's blood glucose was 176 mg/dl at the time of the incident. Customer stated that it was time to change out her set and when she emptied the reservoir of air to pull the insulin into the reservoir, the plunger was very hard to push. Customer stated that it hurt her fingers. Customer was advised to twist the plunger and slide it up and down prior to filling the reservoir. Customer mentioned that she had problems with the previous two reservoirs regarding getting insulin into the reservoirs. Customer stated that she is a little high due to being on prednisone medication. Customer does not need to troubleshoot for the high blood glucose. Customer will be sent replacement reservoirs.